Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this implantable pulse generator (pacemaker) was thoroughly inspected and analyzed. Visual inspection found no anomalies. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise with oversensing pacing inhibition with greater than two seconds of asystole. It was noted that r-waves were 3.3 mv and it was programmed to 1.5mv. The patient was experiencing lightheadedness. The pacemaker was explanted, the right ventricular (rv) lead was surgically abandoned, and a new pacemaker system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise with oversensing pacing inhibition with greater than two seconds of asystole. It was noted that r-waves were 3.3 mv and it was programmed to 1.5mv. The patient was experiencing lightheadedness. The pacemaker was explanted, the right ventricular (rv) lead was surgically abandoned, and a new pacemaker system was successfully implanted. No additional adverse patient effects were reported.